Manufacturer narrative:
The customer complaint that the secondary levaquin flowed into the primary tubing could not be confirmed because the product was not returned for failure investigation. A few pictures of the set up were provided by the customer, however it was difficult to confirm from the photos if the secondary medication had back flowed into the primary solution. The root cause of this failure was not identified.

Manufacturer narrative:
Concomitant medical products: 150 ml bag with 750 mg levaquin ((B)(4)), barcode: (B)(4), exp: 09/2018; additional bag of unknown fluid; therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported during a secondary infusion in the ICU, the yellow drug in the secondary bag ran faster than expected, and backed up into the primary line turning the primary line yellow. Levaquin (750 mg / 150 ml) was ordered at 100 ml/hr over 90 minutes but rn claims it infused in less than 30 minutes. No patient harm was reported as a result of the event and no further details are available.